Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion, occlusion, prime and excessive no delivery and displacement test. No motor error alarms, unexpected no delivery alarms or displacement anomalies noted. The insulin pump was tested with a water fill reservoir. Several boluses were programmed and delivered; the units left at the display matched properly units left at test reservoir. The motor was tested outside the device and passed. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and case cracked at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 30 mg/dl at the time of incident. The customer also reported their blood glucose declined to 26 mg/dl. The customer was able to treat their low with food. The customer's blood glucose was 66 mg/dl at the time of the call. Troubleshooting found the drive support cap appeared to be normal on the insulin pump. It was found the time on the insulin pump was incorrect. Troubleshooting found the insulin pump passed a displacement test. The customer reported wearing the insulin pump through a scanner. The customer agreed to return the insulin pump for analysis.